Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02933, 0001825034 - 2018 - 02932. Concomitant product(s): ep-105994 epoly 36mm rlc lnr mrom sz24 718210; 14-103656 univ 2-hole shl 56mm lnr sz 24 619240. Reported event was confirmed with review of medical records received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
Clinical study 484 patient underwent a left side hip surgery. At 6 month and 1 year follow up the patient experienced pain, some problems washing/dressing self, problems performing usual activities, moderate/extreme serious limitation of activities, severe limp, indoor walking only, unable to use public transportation.